Event description:
Caller reported a cartridge alarm issue, with a blood glucose level measured at 400 mg/dl. The customer attempted to correct the high blood glucose level by delivering a correction bolus using the pump, but the problem persisted as the cartridge alarm continued to reoccur since october 5. Tandem technical support arranged for a replacement pump to be sent and provided instructions for returning the faulty device, as no backup insulin therapy was available at the time.